Manufacturer narrative:
Related to 3012307300-2020-11687.

Event description:
Information was received indicating that a patient using a smiths medical cadd duodopa cassette reservoir with a cadd-legacy duodopa ambulatory infusion pump "had five doses of duopa before having an ai and was take off medication." Per reporter no additional information was obtained.